Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation showed that the clamps indeed have some damages due to possible over tightening. We have sent the returned items back to our manufacturer; there we were not able to comprehend the mentioned problems. All measurements and tests confirm that these parts were manufactured according to the given specifications. No product fault could be detected. Note that the damaged parts have been disposed by the manufacturer after testing. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the clamps started to get loose. Clamps and dispofix, were loosen, and fixation was reattempted using dispofix in (B)(6) 2011. In the operation only the frame was exchanged to reduce and stabilize the fracture. One week later, one of the clamps had to be refastened repeatedly over time. Further, other clamps in the system started loosening, which caused difficulty to retain the fracture reducing position. Although the dispo-fix was used more than one month, it was removed at the second week of october, after infection was found at the cell drill insertion area. Bone union had not yet been completed. This is report 1 of 2 for complaint (B)(4)